Event description:
It was reported that a shoulder arthroscopy procedure using a firstpass suture passer, the device stopped working properly when the upper jaw became loose. The surgeon opted to complete the procedure using a competitive device. There were no pt complications reported as a result of this event.